Manufacturer narrative:
Evaluation summary: no samples, lot codes or other traceable information was rec'd from the pt despite multiple attempts to obtain such information. No specific evaluation could be performed. Trending is regularly performed on internal manufacturing quality data related to withdrawal cord integrity and complaints associated with potential cord integrity issues. These data show no adverse trends and all cord integrity testing continues to be well within specifications.

Event description:
The pt stated that the tampon withdrawal cord detached from the pledget when attempting to remove the tampon. She tried to remove the tampon, but stated the tampon fell apart during the process. The pt visited the ER of (B)(6) hospital (B)(6) on (B)(6) 2111 where a physician removed it and prescribed an antibiotic. She did not fill the prescription and has suffered no adverse effects.